Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine visible deposits. The deposits had no effect upon the specifications at the time of the examination. At the time of the examination, it is not clear to us how the abovementioned functional impairment occurred. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a paedigav valve 9/24 (#fv294t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.